Event description:
The customer reported a speaker malfunction with the system. It is unknown if the device was in use at the time of the event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips technical consultant (tc) went onsite to evaluate the device in question. The tc indicated the speaker was working when he arrived; however, it was distorted. The customer reported the unit displayed speaker malfunction inoperative message. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.